Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of ranging from 43-528 mg/dl. A correction bolus and manual insulin injection was administered to address bg level prior to arriving at the ER. In the hospital, the customer was treated with intravenous fluids of saline and a a glucagon injection. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, reportedly, the cause of the elevated bg was due to a resume pump alarm occurring. The customer did not recall why insulin was suspended. Additionally, the customer did not know the cause of the low bg. The customer reverted to manual injections for insulin therapy.